Manufacturer narrative:
(B)(4). When samples for evaluation were returned by the customer, it was found that the product was not manufactured by the reported manufacturer. A new report will be filed for the manufacturer the product was produced by. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
(B)(4). No samples or more information on the lot number was received from the customer. The investigation is still ongoing. As soon as it is completed, a supplemental report will be filed.

Event description:
Customer states: needlestick and safety is flimsy and did not cover the needle. Date of injury: (B)(6) 2022. Greiner bio one 22gx1¼ needle. How injury occurred: completed blood draw, moved to initiate needle safety device, safety needle did not fully engage and needle punctured right index finger. Life threatening? No. Permanent damage? No. Medi/surg intervention? No.